Manufacturer narrative:
Summarized patient outcomes/complications of pre-interventional transesophageal echocardiography as a reliable predictor of residual shunt following patent foramen ovale closure were reported in a research article in a subject population with multiple co-morbidities including ischemic stroke, transient ischemic attack, peripheral arterial embolism, arterial hypertension, hyperlipidemia, diabetes mellitus, smoking, and obesity. Some of the complications reported were pulmonary embolism, hemorrhage, transient ischemic attack, stroke; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: pre-interventional transesophageal echocardiography as a reliable predictor of residual shunt following patent foramen ovale closure

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: pre-interventional transesophageal echocardiography as a reliable predictor of residual shunt following patent foramen ovale closure.

Event description:
The article, "pre-interventional transesophageal echocardiography as a reliable predictor of residual shunt following patent foramen ovale closure", was reviewed. The article presented a retrospective, single center study s to identify the morphological features of patent foramen ovale (pfo) by pre-interventional transesophageal echocardiography (tee) that are associated with the incidence of rs after pfo closure. Devices included in the study were amplatzer pfo occluder, amplatzer cribriform septal occluder, occlutech pfo occluder, cardia ultrasept pfo occluder, and gore cardioform septal occluder. The article concluded that a baseline characterization of pfo morphology using tee improves diagnostic precision to identify patients with rs after pfo closure. A standardized approach might thus enhance the efficacy and safety of transcatheter pfo closure. Prediction of complete closure might reduce complications and allow for a more refined patient selection and treatment. [The primary and corresponding author was michal droppa, department of cardiology and angiology, univesity hospital tübingen, eberhard karls university tübingen, otfried-müller-strasse 10, tübingen 72076, germany, with corresponding email: michal.droppa@med.uni-tuebingen.de] the time frame of the study was from august 2010 to february 2021. A total of 527 patients were included in the study, of which 282 (~53%) received an abbott device. The average age was 55 years and the majority gender was male. Comorbidities included ischemic stroke, transient ischemic attack, peripheral arterial embolism, arterial hypertension, hyperlipidemia, diabetes mellitus, smoking, and obesity.